Event description:
Emt's responded to a person described as in full cardiac arrest. The patient was connected to the device and diagnosed as in ventricular fibrillation. Following 3 delivered shocks, the reporter stated the monitor screen's ECG display was intermittently lost. According to the report, power was switched to different batteries, but the ECG display remained intermittent. Therapy continued while the patient was transported to the hospital, but remained in full arrest upon arrival to ed. The patient's outcome is unknown, but the reporter indicated the intermittent display did not interfere with patient therapy.